Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump screen was filled with water. The customer¿s blood glucose level was 180 mg/dl. Customer stated that he went to swimming with the insulin pump. Customer states they do hear fluid when shaking the insulin pump. Customer states they see fluid under the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies, corroded battery tube and corroded motor home switch. Unable to perform displacement test, self test, and current measurements due to display anomaly.